Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for follow up when an increase in capture thresholds and high pacing lead impedance were observed. Due to gradual increase monitoring will continue with frequent follow ups. There were no complications for the patient.